Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked and had connection issues with the stopcock. The connection points have to be tightened and adjusted prior to use and during use to ensure there is no disruption in the set. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.